Event description:
It was reported that during a tka procedure, when the starvac wand was introduce inside the patient, the metal plate at the tip fell off. It was localized with the bv (x-rays) and aspirated via the shaver. All pieces were successfully removed rom the patient. The current status of the patient is good. The procedure was completed with a s+n back up device. Non-significant delay and no further complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is partially detached. Product was out of the original packaging. No packaging returned. A functional evaluation of the returned instrument found that the device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended with the remaining electrode. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the surgeon used the bv (x-ray) that revealed the detached piece, and aspirated the broken tip with the shaver, all pieces were successfully removed. Two undated, unlabeled photos were provided, that supports the complaint. According to the report, the procedure was completed with a s&n back-up device with a non-significant delay without further complications. Since it was reported the status of the patient is good, no further clinical/medical assessment is warranted at this time. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka procedure, instruments inside patient, when the starvac 90° ic wand was inserted, the metal plate at the tip fell off. It was localized with the bv (x-rays) and aspirated via the shaver. All pieces were successfully removed. The current status of the patient was good. The procedure was completed with a s+n back up device. Non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).